Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in sensing and in pacing impedance since (B)(6) 2022. One treated episode with under-sensed beats and ineffective shock was also observed. It was noted that the patient's cardiac resynchronization therapy defibrillator (crt-d) was implanted in (B)(6) 2022, and the patient is also implanted with a left ventricular assist device (lvad) since 2018. The physician requested x-ray imaging which showed no change in lead position. The patient is not pacemaker-dependent and is enrolled in the latitude remote patient monitoring system. The patient is currently hospitalized for an unrelated issue, and the physician has elected to turn tachy therapy off. Technical services was consulted for further review. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in sensing and in pacing impedance since november 2022. One treated episode with under-sensed beats and ineffective shock was also observed. It was noted that the patient's cardiac resynchronization therapy defibrillator (crt-d) was implanted in october 2022, and the patient is also implanted with a left ventricular assist device (lvad) since 2018. The physician requested x-ray imaging which showed no change in lead position. The patient is not pacemaker-dependent and is enrolled in the latitude remote patient monitoring system. The patient is currently hospitalized for an unrelated issue, and the physician has elected to turn tachy therapy off and consult technical services for further review. No adverse patient effects were reported. This rv lead remains in service. Additional information received indicates the patient underwent a revision procedure, and this rv lead was replaced. Besides intervention, no other adverse patient effects were reported. At this time, product return is not indicated.